Event description:
Elderly female with history of coronary artery disease and chest pain. While having a heart catheterization, the device was able to flush but the wire was unable to be threaded through. No known harm to patient.